Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that there was a response issue with the up arrow, down arrow, and ok keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump showed that the keypad cover was worn and the contrast button symbol was illegible. During testing, the contrast keypad button was intermittently unresponsive; which has no effect on insulin delivery. All other buttons responded appropriately. Evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the battery compartment was damaged and the cap had damaged threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.